Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient was revised to address painful multiple dislocations, and alleges that metal toxicity had completely necrosed the muscles surrounding the hip. The patient indicates further problems after the revision surgery, but it is unclear whether the patient was revised a second time, or what products were involved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Upon further review it was discovered this is a duplicate report of 1818910-2010-04510. 1818910-2012-15123 will be rejected. 1818910-2010-04510 will be kept for investigation purposes.